Manufacturer narrative:
Additional narrative: patient weight not provided by reporter. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review ¿ this DHR is made for art. 422.258 lot 8695116. Manufacturing location: (B)(4). Manufacturing date: 30 oct 2013. No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a patient experienced polytrauma: humerus subcapital fracture, tibia plateau fracture, and a femur fracture. A distal femur plate was implanted in (B)(6) 2015. On (B)(6) 2015, the patient reportedly fell at home and broke the bottom of their implanted femur plate. An x-ray was taken and it was reported the plate breakage was visible at an occupied screw hole. The plate was explanted. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the product was returned in a packaging different from the original packaging. The laser edging was good readable. There are a lot of scratches and dents at the bottom side and at the top side of the plate visible. A device history record review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. All dimensions which were able to be measured were measured with the result, that they meet and fulfill the specifications. Also a measurement of the contour of the plate was carried out. Regions of the plate, which could be measured were inspected, with the result, that the contour of the plate meets its specifications. The certificate of the release for the raw material was also checked, with the result, that the processed lot of the raw material was released. Based on this the complaint is rated as confirmed but not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. A product investigation was completed: the implant was forwarded to the manufacturing site for investigation: the liss-df plate broke through the sixth combi-hole of the plate-shaft. Marks and scratches are present on top and bottom surfaces of the plate. The fracture surface shows no irregularities but some abraded and shiny areas; indicating that after breaking the two fragments rubbed against each other causing further destruction of the fracture surfaces. The investigation found no manufacturing related non-conformances. The material of the liss-df plate is in compliance with the international standards for implants made of (B)(4). This complaint condition is most likely a result of the fall of the patient, the complaint is determined not to be a result of a detected manufacturer or design deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.